Event description:
An olympus representative reported to olympus, on behalf of the customer, the front panel was blinking on the visera pro xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During evaluation, it was determined the front panel blinking when turning on the power. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the phenomenon is presumed to be wear of the high-luminance motor, which caused the blinking of the front panel. Since no further information was obtained, the root cause could not be identified. Olympus will continue to monitor field performance for this device.